Event description:
Customer reported that two patient samples containing anti-d did not react with cell 1 of 0.8% surgiscreen lot 8ss380. One patient has passively acquired anti-d. The other patient has a confirmed true anti-d. Both patient's samples reacted with cell 2 (1+).